Event description:
Additional information was provided that the iol was scratched and that they assumed the scratch was from the cartridge.

Manufacturer narrative:
Additional information provided in b.5., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the used cartridge was not returned for evaluation. Six unopened cartridges were returned for the same lot reported one cartridge was opened for evaluation. The cartridge was visually inspected with no damage or abnormalities observed. The cartridge was functional tested. No cartridge or lens damage was observed. No foreign material was observed on the iol post-delivery. The cartridge was cleaned and topcoat dye stain tested with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The associated lens is a qualified model for the cartridge; however, it is unknown if the diopter was in the specified range of use. The other associated products were not provided. It is unknown if a qualified handpiece and viscoelastic were used. The product investigation could not identify a root cause. The used cartridge was not returned. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other similar complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a foreign substance was found on the iol after using a cartridge. The physician assumed that the substance was from the cartridge and the substance in the cartridge stuck on the iols optic when the iol passed through the cartridge, or the iol could be scratched when the iol passed through the cartridge.